Manufacturer narrative:
(B)(4). Batch # p58n5p. Date of event: month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 58 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: - can you please clarify the event you provided? On doing ¿bowel anastomise¿, the vertical fire goes normally but on the horizontal fire, it gets stuck midway. - when the stapler broke on attempt of firing, did the firing knob break off of the device? Yes the knob did break off. - if yes, did it fall into the patient? Was it retrieved? No the knob did not fall into the patient but it was retrieved. - did the firing knob break off of the device? Or was there another portion of the device that was broken? From the surgeon¿s recollection of the incidents, it was just the knob actually broke off.

Event description:
It was reported that during a bowel anastomosis procedure, surgeon¿s comments are, this is the stapler that gets stuck on 2nd firing (can¿t fire through previous staple line). This stapler broke on attempt of firing as well. There were no patient consequences reported.